Manufacturer narrative:
The samples were serum. The customer reported that they recalibrated electrolytes because they were getting sample drift and a few high patient results. The customer stated they do not do maintenance, and does not know of saline (na hypochlorite) use for maintenance. Bec customer technical support (cts) advised the customer to use ppe prior to troubleshooting the instrument. While troubleshooting, the customer found line 31 from the co2 reference electrode was loose and appeared cracked. The cts suggested cutting a small piece of plastic tubing off and reinstalling the rest of the tubing to ensure a tight fit. The customer stated that the instrument continued to leak after cutting and reinstalling line 31, and the cts generated a service request. On (B)(4) 2011, the fse troubleshot the issue over the phone with the customer. The fse discussed instrument operation with the customer to determine the issue. The fse walked the customer through the verification of the ise operation and determine where leaking was occurring. The customer found the ise drain tube full to overfill. The fse walked the customer through removing, inspecting, and cleaning the waste valve, tubing and ports. A large amount of material was noted behind the valve. The customer primed the instrument and performed calibration and qc. The results were within the specifications. As of (B)(4) 2011, the customer had not contacted bec with requests for further assistance for this issue.

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning erroneously high electrolyte results generated by unicel dxc 600 pro synchron clinical system. The customer also reported that electrolytes and calcium (calc) were not calibrating, and the results were out of range. The customer provided data for samples where questionable high sodium (na) results were obtained. The results were not reported out of the laboratory. There was no effect to the patients.